Manufacturer narrative:
A breath delivery (bd) controller printed circuit board (pcb) and a bd power distribution pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was conducted and no anomalies were observed. The pcb¿s were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and found that the thermistor component within the flow sensor chamber was damaged. The returned component was installed into a test ventilator for analysis; functionality testing was performed and the ventilator failed the power on self-test. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damage in the thermistor due to customer mishandling. The pb980 series ventilator operators manual gives adequate instruction on replacing / reseating the flow sensor assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a constant alarm and no volumes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found that the thermistor in the exhalation flow sensor (evq) center port was twisted. The se replaced the evq. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
An exhalation flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the component was performed and found the hot film element (wire) was broken. The product analysis technician reported that the root cause was isolated to the broken hot film element wire from customer mishandling. If information is provided in the future, a supplemental report will be issued.